Event description:
Medtronic received information that during use of a cardioblate lp standalone, it was reported that the director of the department of cardiovascular surgery at (B)(6) hospital performed an aortic valve replacement and atrial fibrillation procedure. During the procedure, the bipolar forceps continued to give the high impedance alarm. It was observed that the saline flushing maintained normal water output. The same problem occurred after changing the position and checking the water outlet and so on, and the high impedance alarm continued. The operation could not be continued. After replacing it with the new ablation forceps, the operation was successfully completed. There was no adverse patient effect associated with this event. Medtronic received additional information that the number of times the device reported high impedance was not recorded. Saline was present at the ablation sight when high impedance occurred. The operator was experienced with use of the device. The amount of tissue the operator was attempting to be ablate was not recorded. Medtronic received additional information that during analysis of the returned device, it was noted that there was no saline flow from the jaws of the probe.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of damage to device or connector pins. Additional visual inspection shows saline residue in the tubing. The device was attached to a 68000 -generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. There was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. The device was cut open and there is evidence of a rust-like foreign material (fm) blocking the flow restrictors. Reason for return was not confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.